Event description:
Final anatomic diagnosis: fifty-six year old male w/ hx of aml (transformed from agnogenic myeloid metaplasia), s/p hla matched allogenic bone marrow transplant 4/99, presented to hospital for diarrhea, hypokalemia, and thrombocytopenia. Hematopoietic system: post-transplant bone marrow: hypocellular w/ markedly reduced megakaryopoiesis. Lungs (rt 950gms;lt 900gms): fungal pneumonia aspergillus species involving both lungs (predominantly lul,lll,rul,rll. Trachea w/ multiple ulceration and invasive aspergillus species. Gi system: ascites, 600ml, yellow serous. Stomach and small bowel w/ multiple erosions, melena w/in small and large bowel. Pancreas: peripancreatic fat necrosis and mild interstitial pancreatitis. Liver (2400 gms). Intrahepatic cholestasis and macrovesicular fatty change. Gu system: kidneys (rt 180gms, lt 164 gms.) Acute tubular necrosis, rt kidney simple, simple cortical cyst. Urinary bladder: multiple eccymotic foci. Testis: (rt 44gm, lt 43gm). Aspermatogenesis (sertoli only pattern) prostate: benign hypertrophy. Heart: (550 gm). Left ventricular hypertrophy (2cm).